Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: ((B)(4). D4: the expiration date is currently unavailable. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during an unknown procedure on (B)(6) 2023, it was observed that the rigidloop adjustable cortical implant, standard device broke off when tightened. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropiate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the white/green suture appeared to be broken. No other anomalies could be observed. A manufacturing record evaluation was performed for the finished device lot number: 106l997, and no nonconformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU: ream 4.5mm passing tunnel and graft socket, if graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, pass implant construct through the bone tunnels using the green-and-white-striped leading suture, flip the button on the cortex by pulling the green trailing suture and/or the graft, confirm deployment by toggling leading and trailing sutures or by pulling on graft, while maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, fixate opposing end of the graft, cut the white adjustable suture, cut the green-and-white-striped leading suture, remove the green trailing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.